Event description:
Burn pt receiving IV fluids at 250 cc/hr. One thousand cc of fluid should have infused over 4 hrs infused in 2 hrs. Bioengineering identified potential problem with free flow prevention mechanism of tubing. No pt injury attributable to event.